Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher for device evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. The skin graft mesher was manufactured on september 21, 2015, and is 10 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear to the roller gear. The ratchet appeared to ratchet normally. The 1.5:1 ratio cutter had significant wear to the roller gear. The test mesh using the customer's mesher and ratchet, failed when using the 1.5:1 ratio cutter. The 2:1 ratio cutter had slight wear to the roller gear, as well as,nicks to the blades and a bent blade. The test mesh using the customer's mesher and ratchet, was not performed with the 2:1 ratio cutter due to the bent blade. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged gear and oiling of the ratchet. The 1.5:1 ratio cutter passed specifications when the bushings, collars and gear were replaced. The 2:1 ratio cutter passed specifications when the bushings, collars and gear were replaced. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the test mesh failed when using the 1.5:1 ratio cutter. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the test mesh failed when using the 1.5:1 ratio cutter. Although with the information that was provided, it cannot be determined which cutter was being used during the event. The IFU states to ¿use caution when inserting the cutter. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh during a cadaver lab procedure. No patient involvement. No adverse events have been reported as a result of the malfunction.